Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It was reported that the shell was unable to be removed from the inserter.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not malfunction. The initial report was submitted in error and should be voided.